Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was bleeding from the sensor insertion. Customer's blood glucose level was 32 mg/dl. She treated her blood glucose level with 8 ounces of juice. Troubleshooting was declined. The device was not returned.